Manufacturer narrative:
Title: outcomes of ring versus suture annuloplasty for tricuspid valve repair in patients undergoing mitral valve surgery citation: the journal of thoracic and cardiovascular surgery (2016) 152(2):406-415.e3 (doi 10.1016/j.jtcvs.2016.04.068) authors: sung ho shinn, md, phd et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4)are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes of ring versus suture annuloplasty for tricuspid valve repair in patients undergoing mitral valve surgery. All data was collected retrospectively from mayo clinic registration database that reviewed information on mitral valve surgeries that took place between january 1995 and december 2010. The study population included 415 patients (predominantly female; mean age 72 years) and were implanted with either a medtronic duran ancore ring or a non-medtronic ring in the tricuspid position (serial numbers were not included). Among patients implanted with a ring, adverse events included; atrial fibrillation (afib), severe tricuspid valve regurgitation, moderate to severe mitral valve regurgitation, right ventricular dysfunction, and increased gradient measurements. Of these adverse events, two required intervention and included a failed mitral valve repair treated with a surgical valve implant and pulmonary hypertension with atrial fibrillation (afib) treated with a surgical valve implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.